Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It was noted that the capsule trocar needle was advanced. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The device was returned with delivery system coiled and the capsule separate. Saliva was present but no blood or tissue. The plunger was broken off; it had been fully depressed but over-rotated before it had a chance to spring back up to release the capsule.